Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis it was discovered that the device experienced normal battery depletion. (B)(4) performance data collected from the device and have analyzed the data. Battery voltage - no anomalies found as of (B)(6) 2011, not yet at eri. Battery voltage was 2.65 v. Battery - battery depletion-normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis it was discovered that the device experienced normal battery depletion.

Event description:
It was reported that the patient presented to the emergency room with loss of capture. Variable capture threshold was noted. Capture management has been turned off. Battery was near elective replacement indicator (eri). The device was explanted and replaced and the lead was capped. A new lead was implanted. No patient complications have been reported as a result of this event.

Event description:
Asku